Event description:
Berlin heart unit should have an operating systole pressure of 190mm/hg. During shift change it was noted that the value registered 217.5 mm/hg. The operating systole pressure was manually changed to 200mm/hg. Approximately 28 hours later it was noted that the value had dropped to 190 mm/hg.